Manufacturer narrative:
(B)(4). Results of investigation: this unit was field serviced by a carefusion authorized service technician. The service technician was able to confirm the customer's reported issue during testing and evaluation. The service technician replaced the internal battery to address the customer's reported issue.

Event description:
It was reported to carefusion that the ventilators internal battery was not working while on a patient. There was no harm associated with this complaint and the device alarmed appropriately.